Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the day of treatment. The log file review shows no abnormalities that could have contributed to the reported event. The treatment was completed to 100% and all laser system functions were within specifications. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reports that a patient presented with shadows and blurry vision in both eyes approximately two months post photorefractive keratectomy (prk). Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.